Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided lot number unknown / not provided unique identifier (UDI) number unknown / not provided additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient experienced bone loss at implant tooth site #18. After implant was placed there was no primary stability. A longer implant was used however still lack of primary stability. Allograft was placed. No implant was placed, no impact to patient.

Event description:
This report is being submitted to retract the initial report MFR report number 0002023141-2024-00199 as it was confirmed by the reporter that bone loss check box was selected in error. Therefore, the patient never experienced bone loss and this is a non-reportable lack of primary stability complaint.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this report is being submitted to retract the initial report MFR report number 0002023141-2024-00199 as it was confirmed by the reporter that bone loss check box was selected in error. Therefore, the patient never experienced bone loss and this is a non-reportable lack of primary stability complaint. No additional reports will be submitted under MFR report number 0002023141-2024-00199. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: patient code was updated to 4582. H10: narrative/data was updated. H11: corrected data was updated.